Event description:
It was reported that a patient underwent a dental extraction of tooth 23 on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient experienced a painful rash on the palate. The dentist stated that it looked like aphthous wounds. The rash resolved by (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04525. The same patient is represented in each medwatch.